Event description:
A falsely elevated troponin I result of 1.69 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was repeated on the same analyzer and a result of 0.08 ng/ml was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was no mixing on the hm wheel.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was no mixing on the hm wheel. A siemens healthcare diagnostics inc field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.